Event description:
The customer reported that the sensor glucose and blood glucose were reading low. Customer does not know why it was running low than normal. Customer stated its normal for him to run low. Customer stated he ate but the reading still low. Customer stated that blood glucose were higher than before. Customer stated that the sensors went off all night alarming of low blood glucose. Customer blood glucose were 35 mg/dl or 40 mg/dl. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.